Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation of an intraocular lens (iol) the fiber seen in the lens(sterility issue). The surgery was completed within the same day. Additional information was requested.

Manufacturer narrative:
The product was returned inside an opened peel pouch. The lens was returned positioned correctly in the lens case. The reported complaint of ¿fibre seen in the lens¿ was not observed upon investigation. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of "fibre seen in the lens". There was no foreign material observed in or on the returned product at the time of investigation. Due to the product being returned opened, it is possible the reported foreign material was lost in transit. Due to the sample returned inside an opened peel pouch, we are unable to verify if the reported foreign material was present upon customer receipt. The manufacturer internal reference number is: (B)(4).